Event description:
The intended procedure was bronchoscopy. There was a 10-minute procedure delay while the patient was on mac anesthesia, however, there were no reports of patient adverse events/injury. The intended procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the invasion, abnormality of electronic parts occurred which led to occurrence of the suggested event. The event can be detected/prevented by following the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera iii bronchovideoscope to olympus repair center for evaluation of no image that was found during preparation for use for an unknown procedure. The customer reported there is no picture showing on the monitor, white box. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Furthermore, the following additional issues were identified during inspection: over stretched bending section cover or distal sheath, leaking in the channel at the distal end, and an insertion tube dent. The device evaluation found no image on the screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.